Event description:
It was reported that a pump was programmed to deliver a secondary infusion (medication, programmed amount and delivery rate unk). The customer stated that when the secondary infusion was complete, the pump failed to change from the programmed secondary infusion rate to the programmed primary infusion rate. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation was unable to confirm that the device would not correctly change from the secondary infusion rate to the primary infusion rate. Review of the device history log shows that on the last programmed secondary infusion, when the infusion was complete, the device correctly changed to the primary infusion rate. Additionally a flow rate test was performed per the spectrum preventive maintenance procedure and the device was found to deliver within specification.